Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charred light emitting diode cable, worn out light guide connector, intermittent issues with the light emitting diode not turning on. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction error (e105) was due to charred light emitting diode cable, the most probable root cause of the malfunction intermittent issues with the light emitting diode not turning on was due to worn out light guide connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had an e105 error. The issue was found during nasal endoscopy diagnostic procedure. The procedure had change in surgical technique. There were no reports of patient harm.